Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the hard drive of the navigation system was replaced to restore functionality. The system then passed the system checkout and was found to be fully functional. The hard drive has not been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a cranial resection, the navigation system became unresponsive to prompts from the user. It was reported that the mouse was moving but the software was unresponsive to clicks from the user. A hard power down of the navigation system and restart did not restore functionality as the user could not re-log into the system. An additional attempt and logging in through the administrative settings allowed the system to log in. It was noted that the fans inside the computer of the navigation system were operating. It was later reported that the issue occurred when attempting to import exams via universal serial bus (usb). Later attempts to log in through administrative settings, following completion of the procedure, led to a dark blue screen appearing on the navigation system and restarting did not restore functionality. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no reported impact on patient outcome. No additional information was provided.

Manufacturer narrative:
Additional information: the ssd from the navigation system was returned to the manufacturer for evaluation. Preliminary analysis found that the administrative logins would not function as they would close but not continue when the ssd was installed in a known operational computer. If information is provided in the future, a supplemental report will be issued.

Event description:
The archive from the procedure was reviewed by medtronic personnel. The review found that the system could read the usb the archive was on. It was noted that the exams could be viewed by the navigation system but the system could not unmounts the usb from the clinical application with an initial nautilus command, though a second attempt restored functionality. The usb was then re-inserted into the navigation system where the application software stated it was searching for digital intercommunication of medicine (dicom) for two hours. An error then displayed stating the disc space was too low on the navigation system. The application software was then unresponsive to prompts from the user via mouse. A linux window then opened preventing the nautilus commands. A hard shut down was then required. Following the hard restart, the error message recurred. The navigation system then displayed there were 8 exams on the navigation system, but only 1.89 gb of free memory space.

Manufacturer narrative:
Analysis of the ssd for the navigation system was completed by medtronic personnel. Testing found that the login box would close and not progress to administrative or stealth screens when installed in a known operational navigation system. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. The logs from the navigation system were reviewed by medtronic personnel. The logs showed that the universal serial bus (usb) flash drive used was damaged and could not be used with the navigation system. If information is provided in the future, a supplemental report will be issued.